Event description:
It was reported that rv lead noise on a recent merlin.net device transmission was observed. The noise resulted in inappropriate high voltage rate (hvr) episodes. Replacing the lead was discussed.